Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name. Tissue where suture was used. Procedure date. Event date. How may days post-op did the patient returned with the issue? Location and size of reaction? Any photos showing the reaction? Was any deficiency/non-conformance noted with the device before or use or during post-op examination? If yes, please describe. Was the device subjected to any other treatment before use? Was antibiotics provided prophylactically to the patient who is allergic to antibiotics, which may have caused adverse reaction? Known allergies or any allergy testing done on the other two patients? What medical/surgical intervention was provided to manage the reaction? Please include medicine name, strength and dosage, if prescribed. Were the sutures removed? Patient present condition? Lot number?

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2018 and suture was used. Post-operatively, the patient developed redness, and the suture did not absorb. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Representative samples returned to support investigation of non-absorption of suture, device issues captured in reports: 2210968-2019-78173, 2210968-2019-78174, 2210968-2019-78171 analysis results have been included in follow-up reports for each: 2210968-2019-78173, 2210968-2019-78174, 2210968-2019-78171. In 2210968-2019-78173, analysis: twenty-seven unopened samples of product were returned for analysis. The issue sample was not returned for evaluation. Thirteen representative samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing damage (torn, punctured) the packets were opened and during the visual inspection, the swage and attachment area were noted to be as expected, the suture strand was correctly placed on the tray and dispensed without problems. No defects or damaged were observed along of suture. In addition, the absorption of vicryl suture is essentially complete between 56 and 70 days. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance absorption of suture was found.